Event description:
It was reported that during tka surgery, it was found that the insert wire part could not be locked into the base plate. Another insert was used without problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.